Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-03039. It was reported the patient was involved in three motor vehicle accidents, and then began to feel pain at the lead site. The patient felt burning pain with stimulation turned off, and it was determined the pain was unrelated to the actual implants, but as part of the patient¿s baseline pain. To address potential lead migration, the physician explanted and replaced both of the patient¿s leads, resolving the issue. Postoperatively, effective therapy was restored.